Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, after a tissue sample was obtained from the stomach, the biopsy site began to bleed. The physician cauterized the site and the bleeding stopped. The procedure was completed with this radial jaw 4 biopsy forceps device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.